Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The user's guidewire was also returned for evaluation. A visual inspection found the bunching to the inner lumen of the catheter in the hub. The atraumatic tip of the guidewire was found to be detached from the guidewire and upon further inspection of the catheter, the detached segment was found lodged in the inner guidewire lumen. Therefore, based on the bunching to the inner lumen and the detached segment of the guidewire, the investigation is confirmed for the reported device getting stuck on the guidewire. The user's guidewire was measured to be a 0.030" guidewire as opposed to the recommended 0.035" guidewire. It is possible that this smaller diameter allowed the atraumatic tip to become stuck in the guidewire as the balloon was being tracked over the wire. Although the definitive root cause for the identified guidewire issue could not be determined based on the available information, the user's guidewire likely contributed to the identified issue. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an aortic valvuloplasty procedure, the balloon valvuloplasty catheter allegedly got caught on the guidewire during removal from the patient. The balloon and guidewire were removed together as one unit. It was further reported that after the procedure, significant resistance was felt in order to remove the balloon from the guidewire. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an aortic valvuloplasty procedure, the balloon valvuloplasty catheter allegedly got caught on the guidewire during removal from the patient. The balloon and guidewire were removed together as one unit. It was further reported that after the procedure, significant resistance was felt in order to remove the balloon from the guidewire. There was no reported patient injury.